Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('not only can the coils move') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), inflammation ("inflammation") and mucosal inflammation ("mucosal tissue inflammation"). At the time of the report, the device dislocation, inflammation and mucosal inflammation outcome was unknown. The reporter considered device dislocation, inflammation and mucosal inflammation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: device dislocation, inflammation, mucosal inflammation nos". Most recent follow-up information incorporated above includes: on 30-jan-2020: this (B)(4) will delete from bayer data base. Due to duplicate of (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('not only can the coils move') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), inflammation ("inflammation") and mucosal inflammation ("mucosal tissue inflammation"). At the time of the report, the device dislocation, inflammation and mucosal inflammation outcome was unknown. The reporter considered device dislocation, inflammation and mucosal inflammation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: device dislocation, inflammation, mucosal inflammation nos". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.